Manufacturer narrative:
Bd has determined that this issue was confirmed as overfill by user. This is not reportable. Submitting the investigation details as additional information. The reported issue is confirmed. The root cause is overfilling the device. The device was evaluated upon receipt. His was caused by being over filled with water, so the chiller tank was mixing water with the circulation(heater) tank. The device had the correct amount of water put into it. The arctic sun was functionally tested for compliance with manufacturer specifications and passed all tests. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. The reported event is addressed within the labeling as it states: fill reservoir: 1) fill the reservoir with sterile water only. 2) four liters of water will be required to fill the reservoir at initial installation. 3) add one vial of arctic sun temperature management system cleaning solution to the sterile water. 4) from the patient therapy selection screen, press either the normothermia or hypothermia button, under the new patient heading. 5) from the hypothermia or normothermia therapy screen, press the fill reservoir button. 6) the fill reservoir screen will appear. Follow the directions on the screen. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions can be taken. Corrections: d, f, h. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer reported fluctuating patient temperature problems. Per wo evaluation, they saw error 15 (unable to obtain a stable patient temperature) in the alarm log and checked the temperature in cable and the connector. They tested it with a test probe, this worked correct and were not able to reproduce customer problem. They also contacted the bd sales representative and showed customer's picture, and it was an issue with the probe if the device and patient cable was tested ok and no problems did occur during calibration. Per review of wo on 10nov2025, there was no patient involvement. Per sample evaluation results received via task on 17nov2025, it was reported that the arctic sun device that was evaluated onsite had an issue with not heating quickly enough, which was due to an overfill.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer reported fluctuating patient temperature problems. Per wo evaluation, they saw error 15 (unable to obtain a stable patient temperature) in the alarm log and checked the temperature in cable and the connector. They tested it with a test probe, this worked correct and were not able to reproduce customer problem. They also contacted the bd sales representative and showed customer's picture, and it was an issue with the probe if the device and patient cable was tested ok and no problems did occur during calibration. Per review of wo on 10nov2025, there was no patient involvement. Per sample evaluation results received via task on 17nov2025, it was reported that the arctic sun device that was evaluated onsite had an issue with not heating quickly enough, which was due to an overfill.